Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
The physician reported a leak in the port due to a crack in the port where it meets the band. Surgery to remove and replace the port was performed. Band remains implanted.